Event description:
On (B)(6) 2012, (B)(6), reported that on (B)(6) 2013, during a procedure using a hl20 4-pumps console (article number: 70102.8580, serial number: (B)(4)) that the perfusionist noticed that the level of blood in the blood reservoir decreased without generating an alarm or reducing the speed of the arterial pump. The perfusionist decided to manage the arterial pump manually throughout the rest of the procedure. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician replaced the level bubble module (aep board) and returned the defective board to the manufacturer. The returned board was evaluated by the life cycle engineering (lce) group and determined that the error could be reproduced; a level was detected when there was no level in the reservoir. It was found that two components on the board, t5 and r43, had been damaged. These two components were replaced. The level sensor apparently had a short circuit that was not detected because the power supply was half of what it should have been (4.2v) and the current shunt was twice what was required (20 ohm vs. 10 ohm). This resulted in the electronics thinking the level sensor was working when it was not. (B)(4).